Event description:
It was reported by service report that the motion interrupt pan was missing. No pt involvement, and it is unk if there were adverse consequences to report.

Manufacturer narrative:
Results: missing motion interrupt pan.